Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis could not be conclusively determined. The reported transient power and flow estimation value elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported event dated (B)(6) 2017 was captured under MFR report number 2916596-2017-00464. (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was previously reported that elevated power and flow estimations occurred, with device thrombosis suspected. It was reported that on (B)(6) 2017, elevated pump power and flow estimation occurred. The patient had elevated lactate dehydrogenase (ldh) levels, and was admitted to the hospital. A bivalirudin infusion and increased antiplatelet therapy were initiated. The patients ldh level trended down with treatment. A ramp echocardiogram showed the aortic valve was not fully closed at a pump speed of 10,200 rpm. The manufacturer's technical services reported log file analysis showed an increase in power and a decrease in pulsatility index over time. The patient was to be discharged with a higher inr goal and a higher dose of antiplatelet therapy. No additional information was provided.